Event description:
It was reported by the customer that bd pyxis¿ medbank tower was missing transaction and want keystrokes. The nurse gained approval to pull oxycodone-apap 10-325mg from cabinet and issued one dose according to paper logs. Another approval request was attempted to be completed to remove another dose, but it was found the status was already 'approved' without any request. It appeared as if the approval gained overnight was never expended, nor was the transaction logged. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that transaction issue. A technical support specialist found the cabinet went through the auto reboot and timeout and did not create the transaction. Since the transaction was not finish, the rx verify request was still available to issue when the next employee came to issue the same medicine. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.